Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2017 due to diabetes ketoacidosis with high blood glucose of 427 mg/dl. The blood glucose at the time of the incident was 260 mg/dl and current blood glucose was 276 mg/dl. Significant events leading to hospitalization were throwing up and blood glucose were escalating quickly. Customer felt that the insulin pump did not deliver the insulin needed while customer bloused. Customer stated that, 2 days ago blood glucose was fine all day, yesterday blood glucose was between lows 200s mg/dl to 400s mg/dl. Customer stated that he changed out the set and did all troubleshooting on his own to see if there was insulin being blocked. Customer stated that, he went into diabetes ketoacidosis, a1c is an 11. Customer treated high blood glucose with injections. Customer wearing the pump at time of hospitalization. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. Blood glucose were completely normal under 150 mg/dl and then started to get the high blood glucose. Customer advised that they will send a tubing clamp so that he is able to do troubleshooting the insulin pump. Customer advised change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in manufacturing mode. Unit passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08730 inches. No bolus anomaly or basal anomaly noted during testing. Unit had minor scratched display window, damaged (scratched) display window cover, scratched case, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer.